Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The scaffolds remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other patient adverse events reported in b5 and in the attached literature are filed under separate medwatch report numbers. Literature attachment. Article title: hybrid-stenting with metallic and bioresorbable drug-eluting stents 2-year clinical outcomes in kum absorb registry.na.

Event description:
This is filed for the patient deaths: it was reported through a research article identifying the absorb bioresorbable vascular scaffold (bvs) that may be related to: death, thrombosis, stenosis, myocardial infarction, revascularization, hospitalization and treatment with medication. Specific patient information is documented as unknown. Details are listed in the attached article, titled: "hybrid-stenting with metallic and bioresorbable drug-eluting stents 2-year clinical outcomes in kum absorb registry." Please see article for additional information.

Manufacturer narrative:
The devices remain implanted and were not returned for analysis. A review of the lot history records and complaint histories could not be conducted because the lot and part numbers were not provided. The reported patient effect of death is listed and consistent with the product risk profile and is therefore expected. A conclusive cause for the difficulties listed can not be determined based on the limited information available. The patient effects listed are consistent with the product risk profile and are therefore expected. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.